Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device wouldn't cycle or pressurize. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Device analysis and functional testing could not duplicate customer reported problem, but the most probable cause is faulty o-ring in input manifold. At the customer¿s request the device was returned un-repaired. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.